Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6). It was reported that coronary heart disease occurred. In (B)(6) 2014, the patient presented due to unstable angina and myocardial infarction (mi) and was referred for cardiac catheterization. The target lesion was located in the mid left anterior descending (lad) artery with 100% stenosis and was 20mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilatation and placement of 3.50x24mm promus element drug-eluting stent with 0% residual stenosis. Eight days post index procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was admitted. Two days later, the patient was diagnosed with coronary heart disease which was treated with balloon dilation. The event was considered to be not resolved.

Manufacturer narrative:
Describe event or problem updated. Event date corrected from (B)(6) 2015. (B)(4).

Event description:
It was further reported that the patient was diagnosed with coronary heart disease on the same day of hospitalization and was discharged six days later.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient was admitted for stable angina. Two days post hospitalization, the restenosis in the mid left anterior descending (lad) artery was treated with percutaneous coronary intervention (pci) with 100% residual stenosis. Four days later, the event was considered to be recovered/resolved and the patient was discharged on the same day.